Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: the black box showed manual time changes from 1:10pm to 1:32am on (B)(6) 2015 and from 1:31am to 1:39pm on (B)(6) 2015. The daily insulin delivery totals appeared to be inconsistent due to the time change. All other daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) in the 500s mg/dl with large ketones, polydipsia, polyuria, symptoms of dehydration and vomiting associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized with diabetic ketoacidosis and treated with insulin via pump, insulin via injection, insertion site change and IV fluids. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.